Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified company cartridge. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/company combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) was implanted in a patient, the surgeon noticed a striped shaped cloud on the lens. The surgeon stated that it is very disturbing for the patient and they are complaining of seeing a spot centrally in their vision. It was thought the patient had a secondary cataract, so a yttrium-aluminum-garnet (yag) laser treatment was given with no change in vision. Additional information has been requested.

Manufacturer narrative:
A photo was provided of the implanted lens. What appears to be a large scrape mark and multiple scratches that travel almost from edge to edge are observed in the center of the lens. Based on review of the provided photo the optic has extensive damage (scrape and scratches) across the central portion. This may have been interpreted as "stripe shaped turbidity". The manufacturer internal reference number is: (B)(4).